Manufacturer narrative:
The reported events were perforation and threshold unacceptable; the event of threshold unacceptable was not confirmed. A complete lead was returned in one piece. Helix was received stretched, which is consistent with procedural damage. Performed tip stiffness test and test results were in specification. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic and during device interrogation on (B)(6) 2019, it was noted that the rv lead exhibited high capture thresholds, the lead was repositioned on (B)(6) 2019. On (B)(6) 2019, at discharge it was noted the lead exhibited high capture thresholds and later in the day patient complained of experiencing chest pain. A computerized tomography - CT scan was performed, the scan revealed perforation and pleural effusion. The physician elected to explant the lead and downgrade the patient to bi-ventricular pacemaker and he used the pace/sense lead. The patient was in stable condition.